Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie did not receive one (1) mhlas, (scr replace friction-fit gold & ti abut int hex) for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 2022100351. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022100351 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002p3, the most likely root cause determined from the investigation was screw/product not torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported the patient developed implant crown loose at tooth site #3 (captured in (B)(4). ). The screw broke off and was replaced. Upon exam, the crown was loose, the screw was loose and was tightened (captured in (B)(4). ), but it was noted the screw was bent (captured in (B)(4). ); therefore, it was replaced with a new screw.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A1: patient identifier unknown / not provided a2: patient age and date of birth unknown / not provided a4: patient weight unknown / not provided customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.